Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure the synex spreader fell apart. During the trial, the spreader divided into two pieces. It did tap out from the tube.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received, the investigation is ongoing.